Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine and fentanyl via an implantable pump. It was reported that the patient had draining and discoloration/inflammation around the pump site. Examination on (B)(6) 2025 revealed that the wound was red along the incision with serous drainage. They were started on doxycycline 100 mg twice daily and bactrim ds twice daily. The wound was noted to be improving with less erythema and draining on (B)(6) 2025. The pump was therefore refilled as normal. Lab results returned on (B)(6) 2025 revealed multiple colonies present at wound site; patient's wife reported draining from site (brown, thick 'pus' from site). Patient was started on cipro. Examination on (B)(6) 2025 revealed persistent infection and draining with pump visible. Patient was wearing the abdominal binder and changing the dressing daily. The system was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that examination on (B)(6) 2025 revealed an abdominal wound dehiscence. Fluid was aspirated to from the pocket and showed heavy growth of pseudomonas aeruginos. The patient has a an appointment with infectious disease at (B)(6) clinic pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-additional information received from the healthcare provider via a clinical study indicated that the issue resolved.